Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the cuff will not hold air prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received used and not in the original teleflex lma packaging. The device had a clear airway tube. The device was tested and there was no air leak and the device stayed inflated. The mask was inflated 1x the recommended air volume and the cuff remained normal. However, when the mask was inflated with 2x the recommended air volume there was cuff herniation. The glue line at the joint between the rear cuff and backplate was observed to be slightly removed but the cuff remained intact. The check valve also functioned properly which means there was no blockage detected. The reported defect was confirmed through visual and functional inspection. The slight removal of glue at the joint was due to over- inflation of the cuff. Any air or moisture left in the cuff will expand during high temperature/vacuum/humid autoclave causing irreparable damage to the cuff and/or inflation balloon.

Event description:
The event is reported as: the customer alleges the cuff will not hold air prior to use. There was no patient involvement reported.